Event description:
It was reported that during implant the reservoir was tried not used with an inflatable penile prosthesis (ipp). The ipp reservoir was not implanted and a new ipp reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.